Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was scratch on the probe and the coating for electric insulation of the probe was partially missing around the scratch. The coating for electric insulation of the grasping section was partially missing. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a proctectomy, five devices were used. An unspecified error occurred on four devices, and the user became unable to use devices. It was reported that the tissue pads of three of four devices fell inside the patient. The fragments were retrieved. The intended procedure was completed with the fifth device. There was no patient injury reported. This is the report regarding the falling of the tissue pad. This is the third one of three reports.